Event description:
It was reported by service report that the IV pole weldment was broken and the IV pole could be moved in an unintended direction. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
IV pole weldment.